Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection the service technician observed driveshaft bearings brinelled.